Manufacturer narrative:
Of the five reported complaints, five lot numbers were provided and lot history reviews were performed. No samples were returned, but one complaint submitted images and medical records, and two complaints submitted only medical records. Through image review, one complaint was confirmed for filter tilt, the additional four complaints were inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All five reported malfunctions involved a patient with no consequences. One patient was 60 years of age, one patient weight was 150 lbs, two were male and one was female; however, other patients age, weight and gender were not provided.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All five reported malfunctions involved a patient with no consequences. One patient was 60 years of age, one patient was 62 years of age, one patient weight was 150 lbs, three were male and two were female; however, other patients age and weight were not provided.

Manufacturer narrative:
H10: of the five reported complaints, five lot numbers were provided and lot history reviews were performed. No samples were returned, however, all of the malfunctions provided medical records for review and 3 of those medical records included images. One malfunction was confirmed for malposition of device and four malfunctions were inconclusive for malposition of device. A root cause has not been determined. The devices were labeled for single use.

Manufacturer narrative:
For the five reported complaints, the lot numbers for the devices were provided, a manufacturing review will be performed. The sample were not returned to the manufacturer for inspection/evaluation. Of the five reported malfunctions, 1 had medical records provided and filter tilt was confirmed. Another malfunction provided medical records and the investigation was inconclusive for filter tilt. The 3 remaining malfunctions are inconclusive for the filter tilt as no sample was returned or medical records provided. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Lot number: gfyg3720, gfyi2659).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of device. These reports were received from various sources. All five reported malfunctions involved a patient with no consequences. One patient was (B)(6) years of age, one patient weight was (B)(6) lbs, two were male and one was female; however, other patients age, weight and gender were not provided.